Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the power adapter no longer charges the pump. There was no impact to the customer's blood glucose level. Customer was able to charge the pump using a usb port on a computer.